Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator reached its elective replacement indicator due to possible early battery depletion. The device was removed and replaced, and the patient was stable post-procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information reported that a battery performance alert (bpa) occurred on (B)(6) 2018.